Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the root cause of the reported discrepancy. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record (lhr) did not reveal any manufacturing related nonconforming material records (ncmrs) associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, the sutures could not be cut together with the suture trimmer and had to be cut one at a time. Hemostasis was achieved with the sutures. There was no reported adverse patient sequela. Though requested, additional information was not provided.